Event description:
It was reported that a nester platinum embolization microcoil broke during a mesenteric embolization procedure in a patient of unknown age and gender. The target area for the coil placement was the mesenteric artery. The physician was not satisfied with the site where the coil was initially placed. Therefore, a micro retrieval device was used to retrieve the coil. However, during retrieval, the coil broke and separated inside the patient. All of the coil was successfully removed, and no unintended portion of the coil was left inside the patient. The procedure was completed by using a new same like device. It is unknown if the patient was taking any anticoagulation medication. No additional embolic treatment methods were used. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.